Event description:
It was reported that the device exhibited an air in line alarm. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: manufacturing address corrected, and mfg name updated. D9: device received on 4/16/2025. H3: the device was received for evaluation as wells as five photos. Lot history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. During the functional test it was found 4 samples with the condition air in the line were found. This can be caused by a perforation in the line. The complaints will be monitored to evaluate the further actions that are required. No other tests were performed.